Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient implanted with femoral nail and screws on (B)(6) 2012. It was discovered the patient did not heal. Surgeon returned patient to or on (B)(6) 2012, the hardware was removed, patient was revised to another nail and screws. This is 4 of 4 reports for this complaint.